Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. Note: the meter is designed to report readings of 1.1 mmol/l to 27.8 mmol/l. It should be noted that this meter does not give numeric value for readings less than 1.1 mmol/l. A "lo" display message indicates a reading less than 1.1 mmol/l. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving two sets of readings. Customer reported readings of lo (lower than 1.1 mmol/l), 5.1 mmol/l, 3.6 mmol/l and 13.9 mmol/l within 10 minutes. Readings of 1.1 mmol/l, 15.4 mmol/l and 3.0 mmol/l were also reported and obtained within 10 minutes. Both sets of results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with returned test strips. The meter powered on with button press. A control solution test was performed and passed. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. A DHR (device history review) for the freestyle precision neo meter was reviewed and the DHR showed the freestyle precision neo meter passed all tests prior to release.    A DHR (device history review) for the precision strips was reviewed and the DHR showed the precision strips passed all tests before release. Retain testing was performed and all units performed within specification. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving two sets of readings. Customer reported readings of lo (lower than 1.1 mmol/l), 5.1 mmol/l, 3.6 mmol/l and 13.9 mmol/l within 10 minutes. Readings of 1.1 mmol/l, 15.4 mmol/l and 3.0 mmol/l were also reported and obtained within 10 minutes. Both sets of results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.